Manufacturer narrative:
This is one of two complaints for the finish goods lot for this issue. The device history record review shows the order was built and released per specification. The wet and used cassette was visually inspected. The drain bag was intact. The drain bag tape was aligned properly on the cassette cover. The drain bag ports were aligned properly on the cassette exit ports. No air pocket was observed between the cassette cover and the drain bag tape. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The sample was tested and could be recognized and the service data could be retrieved from the console. The sample primed and tuned successfully. No leakage occurred between the aspiration luer and the handpiece during tuning process. The irrigation and aspiration flow rates were within specification. No drop presented from the irrigation luer after the irrigation off five seconds. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings and the four aspiration ports on the pump region of the cassette base. The root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported bubbles coming from the irrigation line and obstructing the view during the procedure. The procedure was completed with no patient harm reported. A product sample was received at the manufacturing site and it is awaiting evaluation.